Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused interstitial lung disease and joint pain. The patient did report to receive medical intervention and had blood tests. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.